Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the etco2 (end tidal carbon dioxide) was not working when the line was attached. There was patient involvement, however no health consequences or impact.